Event description:
The customer reported that the 840 ventilator was inoperable. There was no patient involvement. Covidien troubleshot this issue with the customer over the phone. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to obtain repair information but no response received from the customer.